Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector. The patient's blood glucose level ranged between 400-450 mg/dl at the time of the event. Moreover, the infusion had been used for 50 hours (approximately). Further, they replaced the infusion set and insulin was resumed successfully. No further information available.